Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on behalf of patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient received an error message for transmitter failure. There was no report of injury or medical intervention. No additional event or patient information is available.